Manufacturer narrative:
Device history records review was completed for part# 03.037.016, lot# 9662894. Manufacturing location: (B)(4), manufacturing date: nov 03, 2015. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed. A visual inspection and device history records review were performed as part of this investigation. This complaint could not be confirmed. The returned buttress/compression nut could be assembled and locked as intended. The article buttress/compression nut was received in an assembled condition with the guide sleeve. The visual inspection of the returned buttress/compression nut showed only slight regular wear signs at the connection area. Otherwise, the rest of the instruments were in good condition. The manufacturing document showed that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The devices met the specifications at the time of manufacturing and distributing. Failure in material or production could not be detected. The devices successfully passed the internal functional test; the reported problem could not be reproduced after the assembly. No product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional concomitant device reported: guide sleeve (part# 03.037.017, lot# 9768880, quantity 1).

Manufacturer narrative:
Patient information not available for reporting. Lot number provided, 966289, is not a valid lot number. UDI: (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Hospital contact telephone: (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported during an unknown procedure on (B)(6) 2017, the buttress compression nut was difficult to attach to the aiming arm. Surgery was completed with no delay and no harm to patient. Concomitant devices reported: aiming arm (part 03.037.114, lot 9663746, quantity 1). This report is for one (1) buttress compression nut. This is report 1 of 1 for (B)(4).